Event description:
I had the bravo capsule inserted on (B)(6) 2011, I pass (blackout) at home, and I had to be admitted in the hospital. While in the hospital, my blood pressure was low and continued to drop and I was very weak and unable to take care of myself, I would fall every time I tried to walk. And on (B)(6), my condition worsened and I had to be put in the ICU unit because of drop in hemoglobin, upper gastrointestinal bleeding, drop in bp. All of this was caused by the bravo capsule being stuck and enlarge into my esophagus and also caused my lungs to collapse. Preoperative diagnosis: upper gastrointestinal bleeding, drop in hemoglobin, drop in the blood pressure. Postoperative diagnoses: a large ulcer in the distal to mid esophageal region with blood clots and bleeding. This ulcer was located where probably the bravo capsule was inserted about a week ago. Gastritis with a large amount of blood and blood clots in the proximal stomach with a suboptimal gastric evaluation.